Event description:
Subsequent to the supplemental MDR, additional information was received on (B)(6) 2026. It was reported that a detached or missing sensor wire occurred. The sensor pod and applicator were received and evaluated. An external visual inspection was performed and no major damage was found. External visual inspection failure test was performed and found sensor wire detached. The allegation was confirmed. The probable cause was determined to be sensor wire is missing from sensor pod. The applicator was evaluated. An external visual inspection was performed and no damage was found. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined as investigation cannot confirm nor deny reported allegation with the return product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. The sensor wire was reported to have been retained in the skin, and the patient experienced pain at the insertion site. Two days after the sensor was removed, the patient went to the hospital. At the hospital a CT scan was made, that confirmed the location of the sensor wire. The sensor wire had reached the abdominal cavity. The sensor wire was removed via a laparoscopic surgical intervention. The procedure was done in one day, and the patient was not hospitalized for this. At the time of the report the patient was stable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.